Event description:
The initial reporter stated they have been having ongoing ise calibration issues on the cobas integra 400 plus. Calibrations had errors indicating the ise was unstable. Ise controls and controls for an additional test would be outside of range low and then they would need to re-calibrate. Ise calibrations were not passing. During the time of the issue, the reporter stated they received discrepant results for one patient sample tested with the na+ electrode. No units of measure were provided. The sample initially resulted in a na value of 130, which repeated as 130. The value of 130 was reported outside of the laboratory and questioned by the doctor. The sample was repeated at a second site on an unknown analyzer, resulting in a value of 136.

Manufacturer narrative:
The field service engineer found the reference electrode was causing a leak, creating salt buildup on the faraday cage. All tubing and pinch valves were re-seated. Pinch valve pressure was checked and salt buildup was cleaned from the faraday cage. Checks were performed and successful. Calibration and controls were successful. The investigation determined the service actions resolved the issue.